Event description:
It was reported that the pump touchscreen was cracked and unresponsive. As a result, the customer experienced an elevated blood glucose (bg) level of 398 mg/dl with a high level of ketones that was identified as life threatening by a healthcare provider. Customer was hospitalized in the intensive care unit after visiting the emergency room on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin, which resolved the issue with no permanent damage to the customer. Customer was released from the hospital on (B)(6) 2026. Customer reverted to using an alternate pump for insulin therapy.